Event description:
The manufacturer received information alleging the pressure sensor calibration test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the third-party service technician evaluated and determined the sensor board had caused the pressure sensor calibration which led to failure in the atmospheric pressure sensor test step to fail on the device. In conclusion, the sensor board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the power cord clamp, rubber feet, and handle o-ring were replaced due to these parts were missing on the device. This was unrelated to the reportable issue. The front case and rear enclosure were replaced for physical damaged unrelated to the reportable issue. The device passed all final testing.